Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter with the original pouch and the guidewire used during the procedure. Inspection of the guidewire revealed a markerband 61.5cm from the proximal end consistent with the reported information. There were multiple hypotube bends/kinks and there was blood and contrast in the inflation lumen. Examination under magnification revealed a complete circumferential balloon tear 3mm from the proximal weld; the distal portion of the balloon and the distal tip were not returned. The inner was separated 26cm from the proximal markerband. The end of the inner was necked down and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft was also stretched and necked down (1cm in length) next to the proximal weld. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the tear. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, balloon rupture and detachment occurred. The indication for the procedure was chest pain. The target lesion was located in the moderately calcified proximal left anterior descending artery (prox lad). A 6f non-bsc guidewire and a choice pt guidewire were placed in the distal lad. A 2.50x20mm maverick 2 balloon catheter was used to dilate the target lesion at 8 atm and eventually ruptured after 10 inflations. The balloon material could not be extracted and was probably fixed in the vessel using stent implantation. After the entire system was removed, the distal marker of the balloon was found as a free ring on the 0.014" guide catheter. Then a choice pt2 guidewire was inserted and balloon dilations were performed usint a 2.5x15mm quantum balloon catheter and a 2.5x15mm non-bsc balloon catheter. A 2.75x24mm taxus liberte stent was implanted with good result. The patient survived with no complications and the patient's status was stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure, balloon rupture and detachment occurred. The indication for the procedure was chest pain. The target lesion was located in the moderately calcified proximal left anterior descending artery (prox lad). A 6f non-bsc guidewire and a choice pt guidewire were placed in the distal lad. A 2.50x20mm maverick 2 balloon catheter was used to dilate the target lesion at 8 atm and eventually ruptured after 10 inflations. The balloon material could not be extracted and was probably fixed in the vessel using stent implantation. After the entire system was removed, the distal marker of the balloon was found as a free ring on the 0.014" guide catheter. Then a choice pt2 guidewire was inserted and balloon dilations were performed usint a 2.5x15mm quantum balloon catheter and a 2.5x15mm non-bsc balloon catheter. A 2.75x24mm taxus liberte stent was implanted with good result. The patient survived with no complications and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).